Event description:
Pt underwent attempted left upper extremity de-clotting of shunt fistula. During removal of the inner stylette of the micro-puncture 5 fr sheath, the tip of the micro-puncture 018 wire became dislodged as the inner stylette was removed. A small wire fragment was noted within the proximal fistula. The operator up-sized the sheath to 6f short sheath over 035 wire, and retrieved the wire fragment, in its entirety via snare. The operator felt the fracture of the guidewire as likely due to wire malfunction/faulty manufacturing, as gentle pressure without force was utilized at time of fracture of wire.